Event description:
It was reported that the lead had an increased in threshold. The pace\sense portion of the lead was capped, the high voltage coil remains in use and a new pace/sense lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.